Manufacturer narrative:
The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The device's blower motor was replaced to address the issue. During the evaluation of the device, "service required" codes were found in the ventilator's downloaded error log. The device's speakers were replaced to address the issues.

Event description:
The manufacturer rec'd info alleging a ventilator inoperative condition occurred. There was no harm or injury reported.